Event description:
Main body graft was introduced via a right sided introduction. When deploying the contralateral iliac leg graft into the contralateral limb of the main body graft the iliac leg graft moved upward when deployed. Although the post angiogram did not visualize any trace of an endoleak, a main body extension was placed distal to the leg graft in order to achieve the intended landing site. Procedure was completed with patent renal and hypogastric arteries noted on the final angiogram.